Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced a defib test failure. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy pca and capacitor needed to be replaced. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the initial evaluation, it was original reported that the therapy pca and capacitor needed to be replaced to return the device to working condition. Both components were replaced and the device was returned to full functionality. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues with the component that could have caused or contributed to the original allegation. As such, it has been determined that the cause for the original failure was a faulty capacitor. The mrx device remains as the customer site and no further investigation or action is warranted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.